Event description:
Patient had a total knee arthroplasty on (B)(6) 2022. Patient presented to physician's office post op, complaining of continued pain. X-rays of knee were obtained and showed 2 foreign bodies in knee. Patient was brought into hospital for removal of foreign body on (B)(6) 2022. Foreign body was determined to be 2 broken pieces of a sagittal saw blade that was used during the total knee procedure. FDA safety report ID# (B)(4).